Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. The legal manufacturer reported that the root cause could not be determined. The legal manufacturer reported that the most probably cause for the reported event is the following: (1) b30 error (scope communication err). It is presumed that the event occurred because the endoscope connector was used in the state not dried completely or foreign objects such as dust and detergent remnants adhered to the electrical contacts on the endoscope connector. (2) e216 error (scope communication err). It is presumed that the event occurred because the endoscope connector was used in the state not dried completely or foreign objects such as dust and detergent remnants adhered to the electrical contacts on the endoscope connector. This event is estimated to have occurred due to improper user handling.

Manufacturer narrative:
The device was not returned for evaluation. The customer was able to get the device the work without any issues prior and no longer needed it to be serviced. The reported event could not be confirmed. The most probable cause of the reported event could not be determined. Device was not returned.

Event description:
Olympus received a complaint from the user facility stating that during preparation for use, the device was getting communication errors b30-e216. There was no patient involvement.